Manufacturer narrative:
(B)(4).

Event description:
It was stated that after charging the ins to 50% full, the pt programmer indicated the ins battery was empty. There were no abnormal recharge codes displayed at the time. The pt had two stimulation systems and she noticed that the ins battery level was decreasing more rapidly since she started charging both systems at the same time. An issue was not noticed when charging the ins batteries separately. Prior to (B)(6) 2011, the pt could go two or three weeks before needing the recharge and now it was needed daily. It was noted that the pt had low parameters, with group a1 set a 1-,1+, 1.0v, 460 pulse width, 20hz and group a2 set at 1 cathode, 3 anodes, 420 pulse width, 20hz. Group impedances were in the normal therapeutic range. On (B)(6) 2011, charge was initiated and it appeared the battery was taking on charge. The pt did not get all the way to the first ins full screen during the recharging session. She left the stimulation off all night and when checking the ins the next morning, the ins battery was at 50%. Impedances at the time were in the range of 414-820 ohms. The pt had been charging every day with the stimulation turned off. She was still receiving therapy and the stimulation seemed to be working normally. After obtaining five good recharge sessions, it was observed that the ins was depleting within 24 hours. The pt was instructed to use the stimulation only when needed. On (B)(6) 2011, impedances were run again and were still in the normal range with the lowest being electrode pair 4, 12 at impedance of 471 ohms. The programming was then: group a1 set at 8-, 10+, .25v, 420 pulse width, 40hz with group a1 impedance at 796 ohms. Group a2 was set to 0.0v. Other info reported indicated that the pt fell onto her hands and knees ten days after implant which resulted in the lead migrating 1/2 inch but she was still able to get therapy. She was also involved in a car accident on (B)(6) 2011 in which she sustained whiplash. After the accident, she needed to have the stimulation at 4.8v-5.0v and a 500 pulse width in order to feel it but was not covering her symptoms well and there was a thumping feeling that was too strong. The pt underwent revision surgery on (B)(6) 2011 to push the lead back up into position as it had moved down about an inch and was coiling under the skin. On (B)(6) 2011, x-rays were obtained which indicated that the lead had migrated down one vertebral space, with the tip at c5. It was also stated that the ins was tilted in the pocket. The pt was considering the option of another surgery.